Event description:
It was reported that the surgeon inserted a +18.5 diopter cq2015 three piece collamer lens and the lens was torn while it was advancing in the cartridge. The lens was removed without enlarging the incision and no sutures were required. There was no pt injury. The rptr believes the incident was caused by the cartridge.

Manufacturer narrative:
The prod for this complaint was not returned, however, the lens was returned and evaluated. The optic was torn in several places and both haptics had been torn off. There was evidence of a clear surgical residue.